Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue but was not able to duplicate the blank or blue screen reported. The fss performed a disk check on the hard drive. The fss reviewed the error/event log and found multiple 416-footpedal errors when the screen had failed to work properly when the issue was reported. The fss performed a footpedal and a touch screen calibration. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
The surgery center reported during set up, they were loading the tubing pack cassette and the screen went blank and it happened once more during the prime and tune stage. Afterwards, the screen went into a blue screen. The surgery center attempted to reboot the system and the screen did come up as normal but it would still go into a blank screen. There was no patient involvement reported.